Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey0244 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "part of the stylet was taken out of a patient's PICC line, PICC was replaced, PICC was removed and replaced with a new PICC."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured stylet is confirmed but the exact cause remains unknown. One photo sample of 3cg stylet segment was provided for evaluation. The 3cg segment was shown to be the distal portion of the polyimide tubing. The section of the stylet was fractured from the main segment which is not shown. The surface characteristics of the break location are not visible in the image provided. Based on the information provided, possible contributing factors include kinking, retraction against resistance, and damage during handling. Since the segment of the stylet was observed to be fractured from the proximal portion of the wire, the complaint is confirmed but the exact cause remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event.

Event description:
It was reported "part of the stylet was taken out of a patient's PICC line, PICC was replaced, PICC was removed and replaced with a new PICC."